Event description:
Pt has been seeing doctors since 2000. They have been severely ill for 3 years. Pt is on all kinds of medications. Pt has been diagnosed for depression, flus, infections. Pt knows the implants are causing the illness.